Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Although the device involved was not returned for further evaluation, the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: it was reported that after the patient was infused with chemotherapeutic drugs, the caresite was found cracked. The chemo infusion drugs were; 5% glucose plus spleen polypeptide injection, and 5% glucose plus rhodiola injection, oxaliplatin. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) used caresite valve without packaging was returned for evaluation. Visual examination of the valve noted 2 cracks down the pipeline. No other visual defects were noted. The valve was pressure tested per specification with failing results as leakage was noted the crack location. The reported defect of leakage was confirmed. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. In addition, review of the batch history records was also performed for the reported lot number and no non-conformances or deviations were noted during the manufacturing process or final inspections. Five (5) retains were visually and physically tested per specification with passing results. The retain met specification. While we are unable to confirm the root cause of the reported defect, we will maintain this report for future reference, and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.